Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide, with a 6fr sheath, after a diagnostic procedure. Reportedly, the device was inserted and bleed back could not be achieved. The device was flushed and bleed back still could not be achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. The reported experience for this complaint was not confirmed. Based on visual and functional analysis of the returned device, the cause for the reported event could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.